Event description:
It was reported that the superion indirect decompression spacer (spacer) did not provide the patient relief. The physician explanted the spacer and the patient was doing well postoperatively. The hospital discarded the explanted spacer. No further information has been obtained despite good faith efforts.